Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a sensor anomaly. The customer got a low alert and it said sensor glucose was below 40 mg/dl. Then they got a cup of grape juice and then treated again with gummy bears. When she got home her blood glucose level was 407 mg/dl. The device will not be replaced and returned.